Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Attorney alleges while using the wheelchair consumer allegedly fell due to an alleged mechanical failure and or defect causing him to sustain serious unspecified injuries.